Manufacturer narrative:
Concomitant medical products: endurant limb; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure after the aui and 2 limbs were implanted, a type IV endoleak was identified in one of the limbs. An additional endurant limb was implanted however the endoleak did not full resolve. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause/source of the reported type IV endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, additional angiograms during implant were not available for return, and post-implant CT¿s were also not provided. Three (3) returned still angiograms during implant revealed that an endurant aui stent graft system had been implanted in the patient. A ~13cm length segment of the distally implanted devices were seen. The proximal portion of the aui was not visible in any of the returned images, and the location of the limbs relative to the patient side and if implanted into the common or external iliac artery, also could not be determined from the limited images returned. A total of four (4) overlapping devices which appeared to be an aui and 3 limb extensions had been implanted. The implanted devices appeared essentially straight in the left-right axis. The single returned still image during contrast injection from near the bottom of the aui, showed likely contrast blush primarily coming from both sides near the mid-length (widest location) of the overlapping limbs. No other obvious stent graft issues were observed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, cine images were not available, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending patient follow-up to verify if the endoleak self-resolved; thereby likely confirming the type IV endoleak. If information is provided in the future, a supplemental report will be issued.